Event description:
It was reported that the lead exhibited low impedance and noise problems.

Manufacturer narrative:
Final analysis found both inner and outer insulations were abraded through to the coil at 21.2 cm and 41 cm from the connector. Due to the damaged inner insulation, a short was created between the two coils, causing lead impedance measurement anomalies and noise problems.